Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 402 mg/dl. Customer experienced issues with their sensor and advised they saw blood when they removed the sensor. Troubleshooting for calibration error alert was performed. Customer was advised to monitor the sensor and their blood glucose and call back if issues persist.